Manufacturer narrative:
Information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an (B)(4) intraocular lens (iol) in the left eye (os) was fully inserted and removed during the same procedure as the lens was torn while inserting into the eye. The procedure was completed successfully using another johnson & johnson lens (same model and diopter) as a replacement. There were no surgical intervention required, no vitrectomy, sutures or incision enlargement. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No additional information was provided.